Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), alopecia ("hair loss"), abdominal pain ("sever abdominal pain"), menstruation irregular ("irregular menses"), abdominal pain lower ("cramping lower abdominal"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (plaintiff required to undergo a bilateral salpingectomy with removal of the essure device). Essure was removed in december 2015. At the time of the report, the pelvic pain, genital haemorrhage, migraine, alopecia, abdominal pain, menstruation irregular and abdominal pain lower had not resolved and the anxiety, depression, vaginal haemorrhage, menorrhagia, headache and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff sought treatment on multiple occasions for symptoms, required to undergo a bilateral salpingectomy with removal of the essure devices, forced to undergo a major surgery, has been left with serious injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date: results: confirmed proper placement. Most recent follow-up information incorporated above includes: on 7-dec-2018: pfs received. Events abnormal bleeding (vaginal), menorrhagia, headaches, dysmenorrhea (cramping) were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pelvic pain') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), alopecia ("hair loss"), abdominal pain ("sever abdominal pain"), menstruation irregular ("irregular menses"), abdominal pain lower ("cramping lower abdominal"), anxiety ("anxious"), depression ("depressed/psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), visual impairment ("vision problems") and procedural pain ("transient procedure pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy bilateral). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, migraine, alopecia, abdominal pain, menstruation irregular and abdominal pain lower had not resolved and the anxiety, depression, vaginal haemorrhage, menorrhagia, headache, dysmenorrhoea, back pain, metrorrhagia, weight increased, visual impairment and procedural pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, menstruation irregular, metrorrhagia, migraine, pelvic pain, procedural pain, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff sought treatment on multiple occasions for symptoms, required to undergo a bilateral salpingectomy with removal of the essure devices, forced to undergo a major surgery, has been left with serious injuries. Discrepancy noted in date of insertion (B)(6) 2008. Patient received treatment for pain dysmenorrhea (cramping),pelvic/ abdominal, back, bleeding: metrorrhagia (bleeding b/w periods),general abnormal bleeding,psych injury. She had received treatment for pain diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed proper placement. Imaging procedure - on (B)(6) 2009: test(s) (essure confirmation unspecified) bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received: event was added- transient procedural pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), pelvic pain ('severe pelvic pain/pelvic pain') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. 626158) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("sever abdominal pain"), headache ("headaches"), back pain ("back pain") and pain in extremity ("legs pain"). In 2010, the patient experienced migraine ("migraines"), alopecia ("hair loss"), anxiety ("anxious"), depression ("depressed/psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), hypertension ("high blood pressure"), dyspareunia ("dyspareunia (painful sexual intercourse)"), visual disturbance ("vision/eye problems"), fatigue ("fatigue") and eye disorder ("vision/eye problems") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular menses"), abdominal pain lower ("cramping lower abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), visual disturbances ("vision problems"), procedural pain ("transient procedure pain"), nausea ("nausea") and female sexual dysfunction ("aparenuia(female sexual dysfunction)"). The patient was treated with surgery (salpingectomy bilateral). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, anxiety, depression, vaginal haemorrhage, menorrhagia, headache, dysmenorrhoea, back pain, metrorrhagia, weight increased, visual disturbances, procedural pain, hypertension, nausea, dyspareunia, visual disturbance, fatigue and eye disorder outcome was unknown, the pelvic pain, genital haemorrhage, migraine, alopecia, menstruation irregular, abdominal pain lower and pain in extremity had not resolved and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypertension, menorrhagia, menstruation irregular, metrorrhagia, migraine, nausea, pain in extremity, pelvic pain, procedural pain, vaginal haemorrhage, visual disturbance, weight increased and visual disturbances to be related to essure. The reporter commented: plaintiff sought treatment on multiple occasions for symptoms, required to undergo a bilateral salpingectomy with removal of the essure devices, forced to undergo a major surgery, has been left with serious injuries. Discrepancy noted in date of insertion (B)(6) 2008. Discrepancy notes: date of confirmation test: (B)(6) 2009. Patient received treatment for pain dysmenorrhea (cramping),pelvic/ abdominal, back, bleeding: metrorrhagia (bleeding b/w periods),general abnormal bleeding,psych injury. She had received treatment for pain diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: confirmed proper placement. Imaging procedure - on (B)(6) 2009: test(s) (essure confirmation unspecified) bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-dec-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), pelvic pain ('severe pelvic pain/pelvic pain') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. 626158) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("sever abdominal pain"), headache ("headaches"), back pain ("back pain") and pain in extremity ("legs pain"). In 2010, the patient experienced migraine ("migraines"), alopecia ("hair loss"), anxiety ("anxious"), depression ("depressed/psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), hypertension ("high blood pressure"), dyspareunia ("dyspareunia (painful sexual intercourse)"), visual disturbance ("vision/eye problems"), fatigue ("fatigue") and eye disorder ("vision/eye problems") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular menses"), abdominal pain lower ("cramping lower abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), visual disturbances ("vision problems"), procedural pain ("transient procedure pain"), nausea ("nausea") and female sexual dysfunction ("aparenuia(female sexual dysfunction)"). The patient was treated with surgery (salpingectomy bilateral). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, anxiety, depression, vaginal haemorrhage, menorrhagia, headache, dysmenorrhoea, back pain, metrorrhagia, weight increased, visual disturbances, procedural pain, hypertension, nausea, dyspareunia, visual disturbance, fatigue and eye disorder outcome was unknown, the pelvic pain, genital haemorrhage, migraine, alopecia, menstruation irregular, abdominal pain lower and pain in extremity had not resolved and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypertension, menorrhagia, menstruation irregular, metrorrhagia, migraine, nausea, pain in extremity, pelvic pain, procedural pain, vaginal haemorrhage, visual disturbance, weight increased and visual disturbances to be related to essure. The reporter commented: plaintiff sought treatment on multiple occasions for symptoms, required to undergo a bilateral salpingectomy with removal of the essure devices, forced to undergo a major surgery, has been left with serious injuries. Discrepancy noted in date of insertion (B)(6) 2008. Discrepancy notes: date of confirmation test: (B)(6) 2009 patient received treatment for pain dysmenorrhea (cramping),pelvic/ abdominal, back, bleeding: metrorrhagia (bleeding b/w periods),general abnormal bleeding,psych injury. She had received treatment for pain diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: confirmed proper placement. Imaging procedure - on (B)(6) 2009: test(s) (essure confirmation unspecified) bilateral occlusion.. Most recent follow-up information incorporated above includes: on 20-nov-2019: fu 4 and 5 processed together. Pfs received. Reporter information updated. New events: high blood pressure, nausea, dyspareunia (painful sexual intercourse), vision/eye problems, fatigue, legs pain were added. Medical history added. On 22-nov-2019: fu4 and 5 processed together. Pfs received. Lot number added. Event onset dates for previously reported events: severe abdominal pain, back pain, legs pain, headaches was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pelvic pain') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), alopecia ("hair loss"), abdominal pain ("sever abdominal pain"), menstruation irregular ("irregular menses"), abdominal pain lower ("cramping lower abdominal"), anxiety ("anxious"), depression ("depressed/psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy bilateral). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, migraine, alopecia, abdominal pain, menstruation irregular and abdominal pain lower had not resolved and the anxiety, depression, vaginal haemorrhage, menorrhagia, headache, dysmenorrhoea, back pain, metrorrhagia, weight increased and visual impairment outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, menstruation irregular, metrorrhagia, migraine, pelvic pain, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff sought treatment on multiple occasions for symptoms, required to undergo a bilateral salpingectomy with removal of the essure devices, forced to undergo a major surgery, has been left with serious injuries. Discrepancy noted in date of insertion (B)(6) 2008. Patient received treatment for pain dysmenorrhea (cramping),pelvic/ abdominal, back, bleeding: metrorrhagia (bleeding b/w periods),general abnormal bleeding,psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed proper placement. Imaging procedure - on (B)(6) 2009: test(s) (essure confirmation unspecified) bilateral occlusion. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received : new events added: back pain, metrorrhagia (bleeding b/w periods), weight gain, vision problems. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and pelvic pain ('severe pelvic pain/pelvic pain') in an adult female patient who had essure (batch no. 626158) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6)2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("sever abdominal pain"), headache ("headaches"), back pain ("back pain") and pain in extremity ("legs pain"). In 2010, the patient experienced migraine ("migraines"), alopecia ("hair loss"), anxiety ("anxious"), depression ("depressed/psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), hypertension ("high blood pressure"), dyspareunia ("dyspareunia (painful sexual intercourse)"), visual disturbance ("vision/eye problems"), fatigue ("fatigue") and eye disorder ("vision/eye problems") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), menstruation irregular ("irregular menses"), abdominal pain lower ("cramping lower abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), visual disturbances ("vision problems"), procedural pain ("transient procedure pain"), nausea ("nausea") and female sexual dysfunction ("aparenuia(female sexual dysfunction)"). The patient was treated with surgery (salpingectomy bilateral). Essure was removed on (B)(6)2015. At the time of the report, the device breakage, depression, vaginal haemorrhage, menorrhagia, headache, dysmenorrhoea, back pain, metrorrhagia, weight increased, visual disturbances, procedural pain, hypertension, nausea, dyspareunia, visual disturbance, fatigue and eye disorder outcome was unknown, the pelvic pain and abdominal pain had resolved, the genital haemorrhage, migraine, alopecia, menstruation irregular, abdominal pain lower and pain in extremity had not resolved and the anxiety was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypertension, menorrhagia, menstruation irregular, metrorrhagia, migraine, nausea, pain in extremity, pelvic pain, procedural pain, vaginal haemorrhage, visual disturbance, weight increased and visual disturbances to be related to essure. The reporter commented: plaintiff sought treatment on multiple occasions for symptoms, required to undergo a bilateral salpingectomy with removal of the essure devices, forced to undergo a major surgery, has been left with serious injuries. Discrepancy noted in date of insertion (B)(6) 2008. Discrepancy notes: date of confirmation test: (B)(6) 2009. Patient received treatment for pain dysmenorrhea (cramping),pelvic/ abdominal, back, bleeding: metrorrhagia (bleeding b/w periods),general abnormal bleeding,psych injury. She had received treatment for pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: confirmed proper placement. Imaging procedure - on (B)(6) 2009: test(s) (essure confirmation unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media : reporter added. Event outcome updated as recovered for pelvic pain , recovering for event anxiety. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and pelvic pain ('severe pelvic pain/pelvic pain') in an adult female patient who had essure (batch no. 626158) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("sever abdominal pain"), headache ("headaches"), back pain ("back pain") and pain in extremity ("legs pain"). In 2010, the patient experienced migraine ("migraines"), alopecia ("hair loss/ see my scalp. Its so thin now"), anxiety ("anxious"), depression ("depressed/psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), hypertension ("high blood pressure"), dyspareunia ("dyspareunia (painful sexual intercourse)"), visual disturbance ("vision/eye problems"), the first episode of fatigue ("fatigue") and eye disorder ("vision/eye problems") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), menstruation irregular ("irregular menses"), abdominal pain lower ("cramping lower abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), visual disturbances ("vision problems"), procedural pain ("transient procedure pain"), nausea ("nausea"), female sexual dysfunction ("aparenuia(female sexual dysfunction)"), tooth fracture ("teeth cracking"), abdominal distension ("bloating"), the second episode of fatigue ("fatigue"), mood swings ("mood swing"), loss of libido ("loss of libido") and dizziness ("dizziness"). The patient was treated with surgery (salpingectomy bilateral). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, depression, vaginal haemorrhage, menorrhagia, headache, dysmenorrhoea, back pain, metrorrhagia, weight increased, visual disturbances, procedural pain, hypertension, nausea, dyspareunia, visual disturbance, eye disorder, tooth fracture, abdominal distension, the last episode of fatigue, mood swings, loss of libido and dizziness outcome was unknown, the pelvic pain and abdominal pain had resolved, the genital haemorrhage, migraine, alopecia, menstruation irregular, abdominal pain lower and pain in extremity had not resolved and the anxiety was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, depression, device breakage, dizziness, dysmenorrhoea, dyspareunia, eye disorder, female sexual dysfunction, genital haemorrhage, headache, hypertension, loss of libido, menorrhagia, menstruation irregular, metrorrhagia, migraine, mood swings, nausea, pain in extremity, pelvic pain, procedural pain, tooth fracture, vaginal haemorrhage, visual disturbance, weight increased, the first episode of fatigue, visual disturbances and the second episode of fatigue to be related to essure. The reporter commented: plaintiff sought treatment on multiple occasions for symptoms, required to undergo a bilateral salpingectomy with removal of the essure devices, forced to undergo a major surgery, has been left with serious injuries. Discrepancy noted in date of insertion (B)(6) 2008. Discrepancy notes: date of confirmation test: (B)(6) 2009. Patient received treatment for pain dysmenorrhea (cramping),pelvic/ abdominal, back, bleeding: metrorrhagia (bleeding b/w periods),general abnormal bleeding,psych injury. She had received treatment for pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: confirmed proper placement. Imaging procedure - on (B)(6) 2009: test(s) (essure confirmation unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: new events (loss of libido, tooth fracture, dizziness, mood swing, fatigue and bloating) updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), alopecia ("hair loss"), abdominal pain ("severe abdominal pain"), menstruation irregular ("irregular menses"), abdominal pain lower ("cramping lower abdominal"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (plaintiff required to undergo a bilateral salpingectomy with removal of the essure device). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, migraine, alopecia, abdominal pain, menstruation irregular and abdominal pain lower had not resolved and the anxiety and depression outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, depression, genital haemorrhage, menstruation irregular, migraine and pelvic pain to be related to essure. The reporter commented: plaintiff sought treatment on multiple occasions for symptoms, required to undergo a bilateral salpingectomy with removal of the essure devices, forced to undergo a major surgery, has been left with serious injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper placement incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.